Event description:
In 2006, the patient was treated,for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. Due tortuous anatomy, the device was difficult to advance and a decision was made to remove the device from the patient. As the device was being retracted into the sheath, it deployed outside of the sheath in the infrarenal aorta. The device was surgically removed and returned to gore for evaluation.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Evaluation summary: this device was explanted during the initial implantation procedure. The physician was unable to advance the tag into the arch due to sharp angulation. While attempting to retract the device into the sheath, the device was accidentally deployed in the infrarenal aorta. The device and accompanying deployment catheter and sheath were returned to gore for investigation. The following report describes the investigation results of the tag device only. A description of the catheter can be found in the engineering report. Gross inspection upon arrival showed an intact device stained brown-red (blood) on the abluminal and luminal surfaces. Due to the absence of adherent tissue and the acute implant period, no histological evaluation was conducted. No graft or stent disruptions were noted. The device was enzymatically digested to remove biological material and subsequently examined for physical disruptions with the aid of stereomicroscope. The most likely cause of this complaint is the tag endoprosthesis becoming caught on the tip of the introducer sheath. The damage on the tip of the introducer sheath indicates that excessive force was applied on the catheter during removal. The excessive force could account for the separated leading olive and lumen from the rest of the catheter which could have resulted in the deployment line becoming untucked and the unintentional deployment of the tag device.